Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was jammed and failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was jammed and failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer found that the auxiliary drawer 3.1 row a and e were not detected on bus. Reseated row board cable at controller board and rebooted and cubies were detected. Later, pockets a5 and e1 failed. Reseated row board cable at row trays and restarted station. Removed and reinserted cubies and all pockets detected and functioned properly. The system functioned as intended after the field service engineer repaired the device.